Manufacturer narrative:
(B)(4). Batch #:unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, an echelon powered psee60a was used and the surgeon reported that some staples did not form well in the reloads. They stated that in the first shot, with a reload gst60g, a staple was left completely open and the same thing happened when making the third shot with a gst60b reload. The problem was solved with clips. The procedure was delayed by five minutes and there was no patient consequence.